Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the lower case had a sticky and contaminated battery drawer, the hanger assembly was contaminated, the output connector assembly was broken and the device needed the updated battery shorting bar design. It was additionally noted that the device turned off during testing and the incoming on language fixture was run to clear the ensuing error and get a log, and that data from the second dump on the language fixture errors. All of this information indicated a pogo pin alignment (tester) issue and not a device issue. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.